Event description:
Cotton strings falling off the tampon [device breakage]. Case narrative: consumer reported via phone that the cotton string is falling off the tampon. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton strings falling off the tampon [device breakage] case narrative: consumer reported via phone that the cotton string is falling off the tampon. No injury reported.